Event description:
Patient is seeking legal action.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2013 - asr/supplemental information received. Dob, doi and dor have been updated. Depuy considers this complaint closed at this time.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). No code available use for medical device removal and surgical intervention.

Event description:
After review of medical records patient was revised to addressed failed right total hip replacement secondary to metallosis. Operative notes indicated increased angle of anteversion in the acetabular component, pain and obvious mechanical symptoms. There was metal on metal metallosis debris upon dissected sharply down the level of fascia lata. Screws were removed and acetabular component without any significant bone loss. Added medical history, law firm, lawyer, surgeon, product details of cup and head. Also added liner and screws in impacted products. Corrected patient's initial. Doi: (B)(6) 2007 dor: (B)(6) 2012 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.